Manufacturer narrative:
The insulin pump was received with a constant a failure of flash memory alarm and a new software release detected alarm after the battery was changed. The problem was isolated to the motherboard. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report a failure of flash memory alarm. The customer's reading was 169 mg/dl. The customer stated that the device was constantly restarting. The customer changed the battery and received a new software release detected alarm. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.